Manufacturer narrative:
The insulin pump failed the battery test due to corroded battery tube. Unable to confirm unexpected low battery alarm or perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had failed battery test. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.